Event description:
Mr. (B)(6), operating room manager at the hospital, reported to (B)(6), sales rep, that ¿during inspection of the device, the tip was found damaged.¿

Manufacturer narrative:
Method: visual inspection, device history review, complaint history analysis and risk assessment. Results: the product was returned, it was confirmed that the tip is fractured. The fractured tip was not returned. The device¿s history was reviewed and 1 unit was rejected due to the inner diameter being out of specification. There have been 52 pervious complaints involving 73 units for mantis taps. In this case there was no patient involvement. Conclusion: the failure is believed to be the result of user-error. The surgical technique clearly states that cantilevering the tap while in the pedicle may damage the instrument.